Event description:
Was preparing to do a peripheral IV and opened the package and found that the t connector fell apart. Was not able to use this to prepare IV set up; had to open another package.involved product received by biomed. Visually confirmed reported problem. Not the first time.